Manufacturer narrative:
Correction: upn updated from m001262210 to m00126220r0. Catalog/model # updated from 26-221 to 26-220. (B)(4).

Event description:
It was reported that the patient sustained pad burns. An rf3000 radiofrequency generator was used along with four non-bsc pads for a radiofrequency ablation procedure to treat a kidney tumor. The four pads were placed side by side on the patient's legs. The patient had two kidney tumors; with one of them they used a 5cm leveen needle to treat the lesion and the other they used a 3cm. The rf ablation was carried out for an hour and the pads were placed for minimum 2.5 hours total, including the procedure time. After the procedure, the doctor noted the patient's skin was burned and had blisters on the area around the pads but not underneath the pads. The procedure was completed successfully. The patient was kept under observation.

Event description:
It was reported that the patient sustained pad burns. An rf3000 radiofrequency generator was used along with four non-bsc pads for a radiofrequency ablation procedure to treat a kidney tumor. The four pads were placed side by side on the patient's legs. The patient had two kidney tumors; with one of them they used a 5cm leveen needle to treat the lesion and the other they used a 3cm. The rf ablation was carried out for an hour and the pads were placed for minimum 2.5 hours total, including the procedure time. After the procedure, the doctor noted the patient's skin was burned and had blisters on the area around the pads but not underneath the pads. The procedure was completed successfully. The patient was kept under observation.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).